Event description:
It was reported that during a laparoscopic colon procedure, the device staples would not form properly. The procedure was completed with a similar device. There was no patient consequence.